Event description:
During the implant procedure, while using the inspire tunneler, the external jugular vein was nicked and the patient experienced bleeding. Physician made an additional incision by the collarbone and used cautery to stop the bleeding. This resolved the issue.